Manufacturer narrative:
D10: (B)(6) 02-022-35-4509 truliant tib imp ps insert sz 4.5 9mm. (B)(6) 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5. (B)(6) 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t. (B)(6) 13a2101 - cemex system fast genta 70g. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(6) 521-78-31 - threaded pin size 2.6 collarless 2pk. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a left tka, underwent a revision procedure approximately 4 years 9 months post the initial procedure. Aseptic loosening of the femur with a packaging recall poly was indicated. There were no device breakages or surgical delay during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they are not available. No device images were provided. No further information.